Event description:
It was reported that upon punction of the cvc into the female patient's left jugular, there was resistance met while the user tried to remove the swg. The user also noted that the swg was unraveled upon removal. As a result, a new kit was opened and used to successfully complete the procedure. There were no reported delays, death, or complications to the patient as a result of this issue or occurrence.

Manufacturer narrative:
(B)(4).